Event description:
It was reported that the device did not terminate the ventricular tachycardic episode. The vt terminated spontaneously. The shock impedance was found to be low and out of range and the device displayed an alert about a possible lead issue and possible output circuit damage. Both device and lead were explanted and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description : the reported field event of an alert for possible high-voltage lead issue was confirmed during device interrogation. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the field event is believed to be caused by a lead anomaly.